Event description:
The consumer alleges the wheel on the rollator had been loose for some time and then fell off, causing her to fall backwards. No injury is alleged.

Manufacturer narrative:
Based on a retrospective review with greater conservativeness of previous files an MDR was needed. No alleged serious injury. The alleged malfunction has the potential to cause a serious injury or death. Allegedly, the consumer's rollator back wheel sheared completely off causing the consumer to fall backwards. In addition, the consumer stated that the wheel on the rollator had been loose for some time prior to the alleged incident. The consumer is a (B)(6) female who weighs (B)(6) lbs and is (B)(6) inches tall. The consumer's medical condition and stability are unknown. The consumer's medication regimen is unknown. Any additional loading to the device is unknown. The environmental conditions for the flooring, carpeting, tiling or terrain are unknown. Product usage technique is unknown. Note: this product is not meant to mimic a wheelchair in its use. It is for walking support and stationary resting; being pushed or self propelling while seated is not its intended use.